Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in the stomach which was bleeding. Pt's age, weight, and gender were not provided. According to the complainant, the device would not advance from the sheath. This procedure was completed with another resolution clip device. There has been no report of complications or injury due to this event. The pt's condition post procedure was reported as fine, okay.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.